Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was stuck in the injector and didn't come out. Surgery was completed successfully with a back-up iol. There was no harm/injury to the patient as a result of the event; however, surgery is reported as being prolonged. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 034236659 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 034236659. There is insufficient evidence and information available to establish the cause of the lens failing to inject in this case.

Event description:
On 12th august 2024, rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector resulting in prolonged surgery.